Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report the "cuvette wheel cannot find the position" error on the dimension exl 200 instrument. The customer noted that film is not binding at film guides. Siemens remotely assisted the customer to resolve the error. There were no foreign obstructions or alignment gauges still inserted at cuvette holes on top plate. Also, the operator confirmed that both films were present at cuvette manufacturing area. Then, the operator unlatched the capstan and rotated the cuvette ring, pulled the slack at film canister, and locked the capstan lever. The capstan did not move when the operator cycled the cuvettes. The operator removed the capstan again and rotated the cuvette ring when the exposure occurred. Then, the customer cut away any formed cuvette using proper personal protective equipment (ppe), routed the film around the capstan, and cycled 100 cuvettes successfully. Next, the customer successfully performed a system check and ran quality controls (qc), which recovered acceptably. The customer verified the top sealer operation and determined it was sealing cuvettes. According to the dimension exl with lm / dimension exl 200 integrated chemistry system operator's guide located under the 'daily setup > cleaning and emptying cuvette waste' heading, operators are advised in the warning message: "the cuvettes and the contents of the cuvettes may present a biohazard or chemical hazard. Follow standard laboratory procedures for protection from biohazards and chemicals when performing maintenance and troubleshooting procedures." Therefore, without proper ppe, potential exposure to biohazardous material is possible. The customer was wearing prescription eyeglasses at the time of the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that while troubleshooting a ¿cuvette wheel cannot find position¿ error, an operator had his eye exposed to the cuvette reagent contents from the film of the dimension exl 200 instrument. The operator immediately used eye wash to flush his eyes, informed the laboratory manager, and followed the laboratory¿s exposure protocol. There are no known reports of adverse health consequences due to the event.